Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The device was returned with a crack on the right plunger case and battery door. An occlusion test was performed to test the device. The motor rate error was found during occlusion test. A combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. The motor assembly, worm gear, leadscrew and clutch halves were replaced. Functional testing and preventative maintenance were performed.

Event description:
Information was received indicating that a smiths medfusion 3500 syringe displayed an unresolved recurring motor rate error. There were no adverse events reported.